Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7045188.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were discarded. The patient was doing well post-operatively.